Event description:
It was reported that the insulin pump alarmed during the prime process. Customer stated that during the priming process the drive support disk protrudes. The current blood glucose reading is 286 mg/dl. Insulin squirts out during the manual prime process. Customer is unable to leave the prime loop. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.